Event description:
According to the reporter, the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 5 and 24 hours. It was reported that the pod tore away from the adhesive backing and insulin was leaking from the pod site. Investigation of the pod found a tear in the cannula. The device was originally reported pod separated from adhesive and leaking during wear, with high blood glucose levels.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have been caused during manufacturing. No other damages or defects were found with the device that would result in the reported event. The adhesive pad was fully attached to the returned device. No issues with the adhesive pad or welds were identified. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.